Event description:
The customer reported that audible alarms were not being heard at the philips information center ix (pic ix). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.